Manufacturer narrative:
The customer¿s experience of an overinfusion was not confirmed. Physical inspection showed no anomalies. The pcu event log shows pump module s/n (B)(4) was programmed to infuse heparin 25000 unit in 250 ml (drugid 312) at a rate of 8.8 ml/hr (880 units/hr) with a vtbi of 100 ml at 4:55 pm on (B)(6) 2018. At 8:24 pm, the infusion was paused and then restarted 19 seconds later. At 8:29 pm, the device alarmed for patient side occlusion, and restarted 37 seconds later. At 10:07 pm, the infusion was paused and then restarted at 10:16 pm. At 4:13 am on (B)(6) 2018, the infusion was paused and then restarted at 4:18 pm. At 4:32 am, the primary infusion completed and the device transitioned to kvo at the kvo rate of 8.8 ml/hr. At 4:41 am, the user changed the vtbi to 100 ml and started the infusion. At 5:55 am, the user channeled the device off. At 7:29 am, the device was programmed to infuse heparin 25000 units in 250 ml (drugid 312) at 6.5 ml/hr (650 units/hr). At 7:31 am, the user changed the rate to 6.8 ml/hr (680 units/hr). At 8:47 am, the user changed the rate to 5 ml/hr (500 units/hr). At 11:33 am, the device was channeled off. The volume recorded as being infused during this period was 134.895 ml. Functional testing found the pump to be delivering fluid within specification. The root cause of the customer¿s experience of an overinfusion was not identified.

Event description:
The customer reported that heparin 25,000 units/250 ml nacl was started on (B)(6) 2018 at 880 u/hr (8.8 ml/hr), and subsequently titrated down to 680 u/hr (6.8 ml/hr), and then 500 u/hr (5.0 ml/hr) as ordered until it was stopped on (B)(6) 2018 between 1030 and 1200. Prior to stopping the infusion, the patient¿s ptt lab value was unexpectedly high, and he complained of a headache. The patient sustained an intracranial hemorrhage that required an emergency craniotomy for clot evacuation. The customer stated all their proper protocols were followed, however they wanted to ensure that the computer documented medications matched what was infusing on the pump. They are suspecting the patient may have been sensitive to heparin.